Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review states that the undated, unlabeled pictures in the complaint confirm the breakage, however, the do not aid in determining the root cause. The impact to the patient was the procedure and the remove of the broken tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned device finds the device returned with the distal knife fractured away and biological debris on the shaft and blade. A clinical review states that the undated, unlabeled pictures in the complaint confirm the breakage, however, the do not aid in determining the root cause. The impact to the patient was the procedure and the remove of the broken tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder procedure, the knife rasp broke during the scraping and detachment of the tendon, normal force bent and broke it. The broken tip was completely removed from the patient. The procedure was completed using the same faulty device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).